Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device does not recognize when the paddles are connected. A message is displayed that indicates the paddles should be connected even though they are already connected. The device was in use on a patient, but no adverse event to patient or user was reported.